Manufacturer narrative:
The actual device was not available; however, a video of the sample was received for evaluation. A visual inspection was performed which observed a leak/backflow at the fill port. The reported problem was verified. Due to nature of the returned sample, no additional testing could be performed; therefore, the cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor (rate of 5 ml/hr) was leaking. The leak was noted from the top of the device (coil cap). This was identified during an unspecified process step. There was no patient involvement. No additional information is available.